Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported poor communication. Patient reported pp cant connect to ins to where she can see her setting and make adjustment. Patient stated she is still getting therapy relief and think it was the pp. The patient placed pp with antenna directly over ins and sync with ins but did not resolve the reported issue. Patient stated she has high energy batteries in pp but that also had tried regular alkaline and that did not resolve the issue. Additional information received from the patient on (B)(6) 2019 reported that they still encountered poor communication with the replacement programmer. When asked if the had a loss of therapy, they stated that they noticed, lately, having to go to the bathroom more often but their bladder was still kind of full. The reason for the implant was urgency and frequency. The patient stated that in the last few months it seemed that they were getting up more frequently in the night time and have not felt the stimulation, even if the moved in certain directions. It was recommended that they see their physician to have the device status checked. They did not have a managing physician for the device and healthcare professional (hcp) listings were provided to them. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient had not been able to find a new healthcare provider at the time of the report. When asked for the circumstances leading to the loss of stimulation and poor communication the patient indicated they stopped feeling anything and noticed going to the bathroom more often. When asked if the battery was considered to be depleted and if so, if it was considered to be due to normal battery depletion, the patient indicated the ins was implanted in 2011. The patient reported no steps had been taken to resolve the event at that time and the issues were not resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient succeeded in finding a new healthcare professional. The circumstances leading to the loss of stimulation and poor communication was due to normal battery depletion. An x-ray were taken and the patient has a follow up appointment on march 16th. The issue have not been resolved yet. No further patient complications are anticipated or expected as a result of this event.

Event description:
Additional information was received from the patient. They reported that it had been 2 years since the device stopped working. They said it had been checked prior to shut down and they were told it was no longer working. They had not yet been able to have it replaced due to covid shut down. They reported they had been without therapy since then and hadn't had a return of symptoms so they would like to have the device removed. They were requesting physician listings and redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.